Event description:
Information was received that during testing of smiths medical cadd legacy pump, the pump exhibited lec 1720. No reported adverse effects.

Manufacturer narrative:
Returned device was received in good physical condition but the screen is cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated. The issue was found to be caused by a back-up capacitor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.